Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during an implant attempt, the lead impedances through the analyzer were within normal range. Once attached to the implantable cardioverter defibrillator (ICD) all impedances were out of range. The ICD was removed and another one attached to the leads with acceptable impedances. No patient complications have been reported as a result of this event.